Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found that the bottom and top case was broken. The functional evaluation found no fault, the device performed within expected parameters. We have not been able to establish a relationship between the device and the event reported. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device displayed a full canister when the canister was not full. The treatment was continued with a backup pump.